Manufacturer narrative:
The tech found the right side top rail was broken. He replaced the top rail assembly to repair the bed.

Event description:
Info received indicates the siderail will not latch in the raised position.